Event description:
It was further reported that the speed was under 30,000 rpm.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the rotablator rotalink plus device for this complaint with the rotawire for the related complaint. The rotawire was received inside the rotablator device and had severe kinks. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The advancer and burr units were detached and an attempt to remove the rotawire was made. The rotawire was able to be removed from the advancer; however, due to the severe kinks the rotablator device was not able to be removed from the burr catheter. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. Inspection of the device revealed that the annulus of the burr was damaged and not rounded. There were numerous slight kinks throughout the sheath (the kinks were not able to be captured in a photo as they were so slight). Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was reported that the maximum operating speed of the rotablator was 200,000rpm. The rotablator dfu ((B)(4)) includes the following related to the operating speed: "recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm¿ the ultem was found to be melted. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. The dfu states the following regarding the saline flow: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04278. It was reported that the burr was stuck on the rotawire. A rotawire and a 1.75mm rotalink¿ plus were selected for use. During the procedure, ablation was performed six times and the speed was adjusted; however, it did not increase more than 200,000 rpm. Then, ablation was performed twice and the physician attempted to remove the burr. However, it was observed that the burr became stuck on the rotawire and could not be removed. It was also noted that the stall lamp was constantly lighting up. After attempting forcibly to remove the burr from the guide catheter, the burr could not be pulled further. Consequently, the burr was intentionally cut with the rotawire and both devices were then removed from the patient's body. There were no patient complications reported.